Manufacturer narrative:
The complaint device was returned to the manufacturer and underwent water permeability testing. Test result indicated a value well within product specification. No anomaly or significant water leakage was observed during the testing. In addition, a product from the reserve sample (collagen coated the same day than the complaint device) underwent water permeability and test results were well within product specification. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Six product coated on the same day than the complaint device underwent water permeability testing. Test results were well within product specifications. No conclusions can be drawn, however, product testing performed on the complaint device and on similar products would tend to indicate that the device was not defective. Please note that the device was not used in an approved indication.

Event description:
Patient underwent an aortic valve replacement on (B) (6) 2009. During the surgery, it was reported a blood oozing event and suture hole bleeding after a vascular graft was used as a cannula for extracorporeal circulation (ecc). Graft was removed at the end of the ecc procedure.